Event description:
Complainant alleged that during a routine shift check, the display intermittently fails to illuminate on device power-up. The complainant indicated that there was no patient involvement in the reported malfunction.